Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.

Event description:
Rep reported that the valve was revised because it was occluded. Rep confirmed that device and/or lot number is not available.